Manufacturer narrative:
Covidien reference #: (B)(4).

Event description:
Customer reported bravo ph capsule failed to attach. There was no harm to the patient or user.

Manufacturer narrative:
(B)(4). Evaluation summary: one delivery system was returned to medtronic for evaluation. The capsule was not returned for evaluation. The delivery system was investigated visually for external damage. There were no signs of tissue or blood on the device. The delivery system was not bent and the plunger was not broken. The emergency release on the delivery system was not implemented. The wire that holds the capsule was completely off and the foam gasket was in good condition. The delivery system did not have any visible damage. As the product was received, the device functioned per specification.

Event description:
A repeat procedure was not necessary due to the alleged device malfunction. Intervention was not required. No endoscopy had been performed prior to the bravo procedure. The esophagus appeared to be normal with slight bleeding. The site has been performing this procedure for about ten years or more. Lidocaine lubricant was used to facilitate capsule placement. No known adverse events were reported.